Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). Occupation: lawyer. Follow-up is being conducted to obtain the legal contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records patient was revised to addressed dislocation after first revision. Leg was appeared to be shortened. Doi: (B)(6) 2019, doe: (B)(6) 2019 right hip. Please see (B)(4) 1st revision right hip.